Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2019 where the lead was repositioned. Issue resolved.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that x-ray imaging confirmed lead migration. Surgical intervention pending.